Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received - (B) (4). Failure (event) observed during analysis. Analysis found the pulse generator at elective replacement indicator and in backup operation with product code intact. After a device download, the battery impedance value was found to be inappropriate. . The anomaly was isolated to a resistor epoxy bond anomaly.